Manufacturer narrative:
.

Event description:
On (B)(6) 2013 the physician reported that the vns was not a factor in the patient¿s death. No autopsy was performed. The physician also clarified that the patient passed away when she had a seizure while in the back seat of a car and slipped between the front and back seats and became wedged there.

Event description:
On (B)(6) 2013 it was reported that the vns patient died on (B)(6) 2013. The physician indicated that the patient had a seizure and became crushed between two cars. It was stated that no other information was currently available.